Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 to hyperglycemia.. The blood glucose level was 540 mg/dl at the time of hospitalization and the patient got treated with pen. Patient was found positive for ketones. The length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 25-mar-2026 against "lot number 6012426 and similar malfunction codes: clinical history non-product event. Non product related event due to prior clinical circumstances, improper product selection/treatment method, according to clinical history of the costumer (e.g., history of allergic reactions, continuing use despite known issues when using the set). The review confirmed that lot 6012426 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 25-mar-2026 against "lot number" criteria equal 6012426 and similar malfunction codes clinical history non-product event. Non-product related event due to prior clinical circumstances, improper product selection/treatment method, according to clinical history of the costumer (e.g., history of allergic reactions, continuing use despite known issues when using the set). The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012426 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac m12 on 29-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: no device, components, or physical evidence were available for evaluation; therefore, visual inspection and retain-sample testing could not be performed. Based on the event description, assigned malfunction code, and the limited information provided, the reported failure could not be confirmed. Conclusion: no further investigation activities were required. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012426 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No device, components, or physical evidence were available for evaluation; therefore, visual inspection and retain-sample testing could not be performed. Based on the event description, assigned malfunction code, and the limited information provided, the reported failure could not be confirmed.

Event description:
To date no additional patient or event details have been received.